Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was as high as over 400 mg/dl, and at night it was over 260 mg/dl. The caller stated that the blood glucose reading only ran as low as 230 mg/dl. The customer's mother stated that she was unsure whether the customer had eaten something without telling her leading up to the over 400 mg/dl reading. She stated that she delivered a bolus and would test again after 2 hours. The customer had experienced high blood glucose readings over the past 3 days. He also experienced pain at the insertion site, particularly when they bolused as well. An infusion set change was recommended. The caller declined further assistance regarding the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.